Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: information references the main component of the system and other applicable components are: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post traumatic neuralgia. It was reported that the antenna cord was frayed. The patient reported that when they recharge it would heat up and shock them at ins site. No further complications were reported and/or anticipated.